Event description:
This 50 yr old pt, status post ventral wall hernia repair with mesh, was discharged with an open wound requiring twice a day wet-to-dry dressing changes. On 11/30/99 home health care nurse visited the pt in the morning. She opened a bulkee ii gauze bandage and discovered debris interwoven in the gauze. Visiting the pt again that afternoon, she opened another package of bulkee ii and again discovered debris in the gauze. The dressings were not used on the pt.